Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was damaged. There was poor backlight of the message display and there was damage to the display matrix itself. Controller exchange was performed.

Manufacturer narrative:
Section d6a: date of implant inadvertently reported in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a compromised controller¿s display can be confirmed. The returned system controller serial number (B)(6) was in used/worn condition. Further evaluation revealed a significant amount of green substance inside the controller over the main pcb (printed circuit board), the lcd assembly and the power cables. The green liquid substance appeared to be a result of accumulated moisture that reacted with the underlying shield/construction of the power cables. Laboratory testing and the data retrieved from the system controller determined the fluid ingress issue did not affect the system controller¿s ability to operate the pump. A full functional test was performed and the controller failed the step for cable/connector continuity check for both power cables. There was incidental finding of conductor breakdown confirmed in both power cables. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate3 patient handbook under section 2 ¿how your heart pump works¿ and hm3 instructions for use under section 2 ¿system operation¿ informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. According to hm3 instructions for use, section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ the heartmate3 patient handbook contains instructions to inspect all cables for signs of damage daily in section 10 safety checklists. Heartmate 3 patient handbook document cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.